Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post device implant procedure patient had symptoms of twitching. A few days later patient had onset intense chest pain, diaphoresis and nausea. Patient was presented to the emergency room, lead perforation outside the left ventricle was observed on the rv lead via a cat scan. Patient was then admitted to the intensive care unit for close monitoring. Patient went to the electrophysiologist to perform a lead revision where the lead was retracted with no complications of effusion, hematoma or drainage. Patient was stable and discharged.